Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. Further analysis of the lead revealed cuttings of the insulation, which occured most likely during the explantation procedure. Blood penetrated the lead. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
This lead continued to dislodge after several placements. The physician suspected helix issues, so it was explanted and replaced. There were no adverse patient events reported. Should additional information become available, this file will be updated.